Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00753, 3006705815-2021-00754, 1627487-2021-01496. It was reported the patient had an infection at the midline incision. As a result, surgical intervention took place in which the system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.